Manufacturer narrative:
Pt info: unk. Health impact- clinical code: 4581 - positive dysphotopsia. Work order search: another similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vicm5_13.7 implantable collamer lens, -13.00 diopter, into the patients left eye (os) on (B)(6) 2022. The patient reported has developed positive dysphotopsia and the lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Corrected data: b5: the patient experienced "positive dysphotopsia" (glares/ haloes). Claim#: (B)(4).